Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment."

Event description:
During a soft tissue repair procedure in the patient's wrist, the anchor sleeve was noted to be damaged out of the box, but was attempted for use. Upon attempting to seat the anchor, it pulled out. A second anchor was opened and a second hole was drilled to complete the procedure without delay.